Event description:
It was reported that the device reached elective replacement indicator (eri) and did not meet the expected longevity with less than 4 years of service. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant: 419478, implantable pacing lead, (B)(6) 2009. 559445, implantable pacing lead, (B)(6) 2009. 6944-65, implantable tachy lead, (B)(6) 2009.(B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.